Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer had high blood glucose of 400 mg/dl and she took breakfast and did not bolus. Customer offered with troubleshooting and customer stated that, the insulin pump was working. Customer changed the battery on the pump as the metal contact on the cap has fallen off. The device will not be returned for analysis.